Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the cause of the reported heart transplant could not be conclusively determined through this evaluation. The patient underwent a transplant on (B)(6) 2020. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 left ventricular assist system (lvas), serial number (B)(4), was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.